Event description:
Customer called to report a blank display screen on the insulin pump. It was also reported that insulin pump has been exposed to moisture. Customer's blood glucose reading was 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the interface board. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.